Event description:
Patient scheduled for percutaneous endoscopic gastrostomy (peg) placement and admitted for observation and use of tube prior to discharge. The tube was never fully functioning (unable to flush a typical volume of medication or formula). Several attempts were made to dislodge tube and/or adjust tube without success. Surgical team was consulted, who also attempted to dislodge/adjust the tube. Patient required surgical intervention to replace tube. Tube was found to be defective with a small membrane in the lumen of the tube partially occluding the flow. Patient required three additional days of hospitalization following surgical intervention.